Manufacturer narrative:
The initial allegation was for a call service (cs) 006 alarm issue and not for a cs066 issue. Follow-up #1: date of submission 10/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: the initial allegation was for a call service (cs) 006 alarm issue and not for a cs066 issue. A review of the black box and alarm history revealed no evidence of ¿cs006¿ alarms. The returned battery/cartridge caps were used during the investigation. The ¿ez-prime¿ steps were performed correctly. There were no ¿cs006¿ alarms or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The reported cs alarm issue was not duplicated during investigation. Unrelated to the complaint, there was no audible alert when the pump was powered on; silicone debris was found on the piezo contacts/plate. The pump was able to power on with the audible sound alert after the contacts were cleaned. Also unrelated to the complaint, the display screen contrast was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue. There was reportedly a call service 066 alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.